Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced several syncopal episodes of unknown cause. A health care professional (hcp) contacted boston scientific technical services (ts) with programming questions. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received from a health care professional (hcp) that programming changes were made. It was reported that the cause of syncope was unable to be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.